Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. D4: batch # 612c35. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one cecr45b reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. Event described could not be confirmed as the reload was received fully fired. Device history review: a manufacturing record evaluation was performed for the finished device batch number 612c35, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic lobectomy surgery, after fired, noted the staples malformed. Changed another one to continue the surgery, the same problem happened again. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.